Manufacturer narrative:
Patient called in to call center with complaint of shocking sensations. Patient has not responded to repeated attempts at followup. No further action to be taken.

Manufacturer narrative:
Attempting to make contact with patient to determine status.

Event description:
From the call center: the internal device that was implanted on (B)(6) is shocking every 2 seconds.